Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of electro-mechanical noise. The patent was using a red-light therapy with vibration mask at the time of the shock. The shock impedance was 100 ohms, which is high but within normal limits. The sensing vector at the time of the shock was set to the primary vector. The clinic was able to confirm that the noise detected by the device was the electromagnetic noise from the mask. There were no additional adverse patient effects. The system remains implanted.